Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was at early elective replacement indicator (eri) due to premature battery depletion. The ICD was explanted and replaced. It was also reported that, while the physician was removing the patient's right ventricular (rv) lead prophylactically, the patient's right atrial (ra) lead dislodged due to being adhered to the rv lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical devices: 419378 lead, implanted: (B)(6) 2005. (B)(4).